Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) shortly after starting ilet use. The user, using a 23" steel contact detach infusion set, noted a bg of 378 mg/dl after eating and announcing a meal 1.5 hours prior. The agent confirmed insulin flow and no cartridge leaks, then guided the user through a site change and fill cannula. The user was advised to allow time for bg to return to range and declined a follow-up. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through a site change and ilet corrective insulin dosing. The user's reported symptoms during the event included headache. No medical intervention was required at the time of call.